Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that the oxygen (o2) blender on this avea ventilator is not delivering the o2 percentage accurately. The customer states that they can not hear the blender move when you adjust the o2 percentage on the device. The customer attempted calibrations but it did not resolve the reported issue. The customer stated that there was no patient involvement.